Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 50% to 25% after being connected to a power source. Following the battery drop the pump was unable to be charged properly. The battery gauge then jumped up to 100%. Customer reported blood glucose level was 95-99 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.